Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 11.1-11.4cm from the connector pin, consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.